Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that upon removal of the sensor, the sensor was missing and was still in the patient's body. The patient experienced pain and a raised bump on (B)(6) 2017 and went to the emergency room (ER). An ultrasound was performed, and the ultrasound was not able to see the sensor wire. Further contact was made with the patient on (B)(6) 2017 and it was indicated that the patient stated that there was inflammation and had a sharp pinch during some motions. The patient had an x-ray performed and the x-ray image confirmed that the sensor wire was retained. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.